Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Due to previous complaints of this nature CAPA (B)(4) was opened to address the issue of male ends breaking in the caresite. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 5. Male end of tubing broke off in caresite causing blood leakage. No patient injury.